Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's mother reported that the blood glucose device gave erratic readings during a hypoglycemic event. It was reported the patient received the following results within 15 minutes: 17,0 mmol/l (patient's meter) and 4,2 mmol/l (laboratory). The patient was hospitalized due to the measurement results and received insulin treatment. Due to the measurement results and the insulin treatment, the patient lost weight, vomited and smelled of acetone. The user remained in hospital for eight days.